Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 46 mg/dl, which was treated with food. Blood glucose level at the time of the call was 108 mg/dl. Low blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.